Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on a endoscopic retrograde cholangiopancreatography (ercp) used to treat an indeterminate stricture of distal common bile duct performed on (B)(6) 2023. During the procedure, the exalt scope error screen appeared, causing a loss of visualization. The scope was unplugged and re-inserted into the controller, which only brought the loading screen. The exalt controller was also restarted, which did also not solve the issue. The procedure was successfully completed using another exalt scope. There were no patient complications reported as a result of this event.